Event description:
It was reported that the insulin pump alarmed button error when trying to program a bolus. Customer removed and put the battery back in and it returned. Blood glucose value is 6.2 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons function properly. No button error alarms noted, however moisture damage was noted on keypad traces. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.